Event description:
Report received from the USA stating that the device did not have enough power during neuro surgery. There was no injury or medical intervention reported. It is unknown if a delay occured. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "the motor did not have enough power" could not be confirmed. However, during service and repair, device failures were found but were not related to the reported event. If additional information is received a supplemental report will be submitted. (B)(4).